Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 585 mg/dl. Customer reported that high blood glucose was due to running out of supplies while being on the road. The customer declined troubleshoot for high blood glucose. Customer was assisted with linking meter to insulin pump. The insulin pump will not be returned for analysis.